Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 4.0, 2.85; lab-inr: 3.0, 3.0. A 4.0 on a different fs meter at dr's office.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 4.0; reference: 3.0; mean: 3.50; confidence-limits: 2.0-5.0. Inratio: 2.85; reference: 3.0; mean: 2.93; confidence-limits: 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Results are not considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user lot: 1st-inr = 4.0; 2nd-inr = 2.85. Inratio meter: mean: 3.43; sd: 0.81; %cv: 23.74. Donor-1: in-house (inr): 2.3; in-house (inr): 2.4; mean: 2.35; sd: 0.070711; %cv: 3.01. Donor-2: in-house (inr): 2.5; in-house (inr): 2; mean: 2.25; sd: 0.353553; %cv: 15.71. Resolution: passed. For each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. Inratio test results have 3.01% and 15.71%, respectively for each donor and are less than 16%. Both samples pass criteria for precision. No strip deficiency established. No further action required. No corrective action is required as no product deficiency was established.